Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the svc (superior vena cava) defibrillation coil was beyond the expected upper range. Svc lead impedance warning on (B)(6) 2016 at 101 ohms.

Event description:
It was reported that a lead alert triggered due to a single jump with high impedance measurement on the superior vena cava (svc) portion of the right ventricular (rv) lead. In addition, impedance variability was exhibited. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.